Manufacturer narrative:
The reported event was confirmed as manufacturing-related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications per functional leak testing . The product had caused the reported failure. A potential root cause for this failure mode could be, ¿operator error¿. An amber 3 way foley catheter was returned. The catheter was attempted to be inflated with 80 ccs of deionized water. Water began to spray from a hole in the catheter eye. Lumen to lumen leakage is the cause of the issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. Labeling review was not required as the reported event was confirmed as manufacturing related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked soon after inflating the balloon of the irrigation catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked soon after inflating the balloon of the irrigation catheter.